Event description:
Pt bled internally 4 to 5 units of blood following an angio catheterization. A doctor told family that the device did not get seated properly. Three weeks later pt died from complications, after having been in ICU the entire time.